Event description:
It was reported that during a gastric bypass procedure, the surgeon used 6 green loads on the pouch. Two of the six loads locked out. Then the surgeon was doing the anastomosis of the small intestine to the stomach pouch, all three strokes were fired and the knife blade cut, however the staples fell out all over the place some did not form at all and some were malformed. There was severe bleeding however the amount of blood loss is unknown. It is unknown if a blood transfusion was given. The anastomosis had to be re-created by hand suturing. The procedure was prolonged by one hour and thirty minutes. Suture was used to complete the procedure. The patient has since been released. One device and an unknown number of reloads will be returned.

Manufacturer narrative:
(B)(4). The long60a device was received for analysis with no visual non-conformances and with twelve ecr60g reloads present. Reloads d, e, f, g, I, j, k, l, m were received fully fired. Reloads b, c, h were received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reloads b, c and h were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.